Event description:
It was reported that bd venflon pro safety 22ga 0.9mm od 25mm l leaked the following information was provided by the initial reporter: as per my previous complaint, I had before encountered some leaks from the bd venflon pro safety cannula. This happened again recently where the cannula leaked from the top. Please see the attached package.

Manufacturer narrative:
H.3. If a device evaluation and or device history review is completed, a supplemental report will be filed.

Event description:
As per my previous complaint, I had before encountered some leaks from the bd venflon pro safety cannula. This happened again recently where the cannula leaked from the top. Please see the attached package.

Manufacturer narrative:
As no actual sample was returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.